Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the adhesive of the bending section rubber was broken. The insertion section damaged by physical stress. The angulation was not fixed sufficiently due to the deterioration of the friction plate. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the entire screen became black, the endoscopic image was not displayed, and it could not be restored. There was no report of patient injury associated with the event.